Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia with meter readings at or above 500 mg/dl and no pump alarms or identifiable infusion set leaks, followed by a successful decline in glucose after a full supply change of teflon inset, cartridge, and connector. Customer care provided assistance that included telephone troubleshooting with guided infusion site removal and inspection, and a full supply change. Investigation of this case revealed no bent cannula, no delivery alarms, and glucose reduction after replacement of infusion supplies, which suggested a possible delivery or site-related issue, though the exact cause remained unclear. No symptoms associated with hyperglycemia reported. Outcomes included self-management at home without medical intervention. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned as expected after the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.